Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 component on the distribution node pca. The root cause for the defective u713 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving a service code 204 (belt/monitor unusable).